Event description:
Allegedly, patient was revised due to instability and progressive arthritis. Components not revised: evolution mp fem cs/cr non-por primary sz 5 left product ID: efsrn5pl lot ID: 1601185. Evolution mp keeled tibia base size 5 left primary cemented product ID: etpkn5sl lot ID: 1601405. Revision njr number: 4393337. Side: l. Primary asa: p2 - mild disease not incapacitating.